Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that the tracing pattern was not showing up where they expected it to be. The site attempted to do a pointmerge and touch n go and were still unsuccessful. It was mentioned that the head was slightly tilted and it was a pediatric case using cranial 3.1. The site aborted the use of the navigation device and completed the surgery with another navigation device. There was no impact on patient outcome.